Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event took place during a robotic right upper lobectomy procedure with staging lymphadenectomy. The system was used in the prior case and did not have any errors or issues. There was no damage and nothing out of the ordinary was noted. The universal surgical manipulator (usm) 4 was noted to have been disabled during the procedure. The repeated error on usm 4 was not resolved during the case and instead, the procedure continued using only three arms instead of four, which caused the procedure to become extended longer than originally planned. The procedure was completed robotically with no injury to the patient. Isi received the usm involved with the complaint and completed the failure analysis. The usm was analyzed, and the reported failure was replicated during in-house testing. The unit was tested on an in-house system in normal mode where it triggered no errors. The unit failed direction test with a 32101 error. The unit passed all other required tests.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system was encountering a repeated error on the universal surgical manipulator (usm) 4. The system logs reflected repeated error 32101 on the usm 4. The procedure was completed with no reported injury.